Event description:
A trilogy 202 ventilator was returned to the manufacturer for preventive service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a service required error code was found in the error log. The device's oxygen blending module printed circuit board required replacement to address the issue.